Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Patient¿s blood glucose was in 400¿s mg/dl. Patient's current bg: 106 mg/dl. Customer reported that she receiving insulin flow blocked alarm. Customer is reporting a past event. Customer reports alarm did not occur during fill tubing. Customer reported that after linking meter to the pump her blood glucose was 375 mg/dl. Customer reported that she has 0.6 units of active insulin. Insulin pump is not expected to return for analysis.